Manufacturer narrative:
Product complaint # : pc-(B)(4). Investigation summary : no device associated with this report was received for examination. The device manufacturing records have been reviewed. No related deviations or anomalies identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : lot number d20091400, it was manufactured on 27-sep-2020. (B)(4) pcs parts were manufactured per specification and all raw materials met specification, and no non-conformances were identified. Device history review : lot number d20091400, it was manufactured on 27-sep-2020. (B)(4) pcs parts were manufactured per specification and all raw materials met specification, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received stating that a thread-error means during tightened of apex it inclined.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2021 surgeon had issues with the apex hole eliminator, lot d20091400. A thread-error occured. The hole eliminator was scrapped by hospital and another apex he was used without issues. No surgical delay reported, no adverse patient and/or user consequence reported.